Manufacturer narrative:
(B)(4). If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a doctor that he has more of his patients commenting on "positive" and "negative" dysphotopsia with the tecnis intraocular lenses. The doctor describes negative dysphotopsia as a temporal flash noticed by a small percentage of patients. The patients generally get used to this, and he is less concerned about this problem. The doctor describes positive dysphotopsia as a glare\halo\sparkling around light noticed by a few more patients. This patient has complained miserably of the halos, glare and also sensitivity. The patient has two lenses implanted. A separate MDR is being filed for the lens in the patient's companion eye.

Manufacturer narrative:
There was no visual inspection of the lens as the lens remains implanted in the eye. The reported complaint can¿t be confirmed. A review of the manufacturing records was performed. There were no issues with respect to the manufacturing process. A search on complaints revealed that no other complaints for this production order were received to date. The directions for use (dfu) were reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.